Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the non-sterile concomitant headway¿ microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The 4.0mm x 23mm enterprise® 2 vascular reconstruction device stent was received detached inside the hub of the headway microcatheter. The stent component was removed from the hub. The stent was inspected under the microscope. No damages were observed (i.e., no kinks, no bends, and no broken struts). Both distal ends can be observed completely flared. The issue regarding a stent being stuck in the concomitant microcatheter cannot be evaluated through functional testing, which requires that the stent must still be inside the introducer tube in order for the device to undergo functional evaluation and analysis. The detached condition of the stent suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available this only remains speculative. Additionally, the returned component did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. The stent detachment was not originally reported in the complaint, therefore, the exact time when this condition occurred cannot be determined. This condition is not considered related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8137627. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / 8137627) got stuck during its delivery through the concomitant headway¿ microcatheter (terumo neuro). There was no report of any negative patient impact. On 30-oct-2024, additional information was received. Per the information, the target vessel of the procedure was not known; the procedure date was not known. A guidewire (unspecified brand) was successfully used with the headway microcatheter. The microcatheter was removed and replaced. The stent did not appear damaged at any time. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. The reported issue did not result in any significant delay in the procedure. Another stent and another microcatheter were used. Based on the additional information received on 30-oct-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event was not reported / known. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8137627. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.